Event description:
Hcp reported they have had a great deal of concern regarding the functioning of this pump. The pt has had peripheral swelling on and off throughout the time they have had the pump. Pt was worse with the morphine, so the hcp changed the drug to fentanyl. The pt now has complaints of nausea, feeling sedated, and overmedicated. The main concern is that during the past 2 refills, they expected a residual volume of 15 cc and they got nothing back. The pump was turned off and the pt was placed on high doses of oxycontin. The hcp also discussed the possibility of the pt removing drug from the pump. The pt is also using a muscle stimulating unit and the hcp was informed this could affect the functioning of the pump. The plan is to remove the pump and return it to the manufacturer for analysis.